Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report of invalid impedance was confirmed. Analysis of the returned lead identified fractures in the stimulation end portion of the lead that corresponded to the distal end of a lab swift-lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostics revealed invalid impedance measurements. Reprogramming attempts to resolve the issue did not provide resolution. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue.